Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia, with continuous glucose monitor readings up to 338 mg/dl for approximately 8¿9 hours while using the ilet system; a fingerstick measured 265 mg/dl during the event, the user calibrated the ilet, and education was provided to monitor glucose and perform a supply change of the 6 mm teflon infusion set to confirm insulin delivery. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no use of backup therapy, no ketone testing or action taken, and no need for professional medical intervention. Investigation included troubleshooting with the user and education on infusion set replacement and calibration. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alarms were reported. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.